Manufacturer narrative:
Product analysis the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated t-wave oversensing associated with the right ventricular lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had a lead integrity alert (lia) triggered for high rate non-sustained episodes and sensing integrity counter (sic) counts. As well, it was indicated that there was t-wave oversensing (twos). The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was an additional lead integrity alert (lia) triggered for elevated sensing integrity counter (sic) counts and elevated high rate non-sustained episodes. It was noted that the lia appeared to be due to t-wave oversensing (twos).